Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had pressure numbers with no wave forms. Clinical emergency was called and customer was informed to swap out unit and the other is working. No patient harm was reported.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) hooked up unit to trainer and ran on test balloon. All wave forms appear properly. Unable to reproduce issue. Re seated all front end board and all connections as precaution. No logs associated with complaint are present on machine. Had bio-med run unit on trainer and test balloon for two days while frequently viewing screen for proper wave forms. No issues reported. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.